Manufacturer narrative:
The actual device was received for evaluation. A visual inspection was performed via the naked eye and noted the y-site was separated from the end of the tubing. A dimensional test was performed at the y-site with satisfactory results. The reported condition was verified. The cause of the condition was determined to be a manufacturing assembly error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink solution set separated from the y-site. This occurred three and a half hours after the start of infusion of total parenteral nutrition, and led to blood backing up in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.